Event description:
Home health nurse reports lithium battery malfunction with pump (serial: (B)(6); expiration date: not provided). Advised that new pump will be needed. Pt still had an old pump and nurse was able to infuse using that pump. No disruption in infusion. Pump available for return. No adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by: health professional.